Event description:
It was reported via telephone that the inflatable penile prosthesis reservoir was not implanted due to the patient bleeding during implant. The bleeding come from an unknown location and started while making space for the reservoir. Nothing was implanted. Should additional relevant details become available, a supplemental report will be submitted.